Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. The customer reported they had no concerns and there were no deviations or deficiencies in reprocessing. The steps taken during reprocessing were not provided. The scope was used on two patients on (B)(6) 2023 and 1 patient on (B)(6) 2023. The device was quarantined between the test results on (B)(6) 2023 and (B)(6) 2023 and again after the test results on (B)(6) 2023. The scope was reprocessed twice prior to being tested and was last reprocessed prior to the testing on (B)(6) 2023. The sample was taken after the scope was stored in the endoscope closet. After the device was returned to olympus, it was sent out for additional testing. The microbiological analysis report indicated the channels of the scope were cultured and the results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. During device evaluation at olympus, it was found the suction cylinder had no color, the scope cover was deformed, the bending section cover adhesive was worn, the connecting tube was buckled, and the bending angle in the up direction exceeded the standard value due to deformation of the bending tube. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported that the evis exera iii gastrointestinal videoscope tested positive for an unexpected contamination. The issue was found during regular examination in the hospital. The user did not report any contamination or any other serious deterioration in state of health of any person, to which this medical device could have been a contributory cause. Reports are being submitted for each procedure that used the scope. Please refer to the following events: patient identifiers of (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.